Event description:
The hcp reported the patient experienced overdose on two occasions. There had been problems with fluid collection around the pocket site. The hcp explored the catheter and found problems with the catheter and problem with overinfusion of the pump. There was also a "suggestion of meningitis." "Patient is stable and pump has been fully removed as no clinical benefit." A follow up report will be sent when additional info is received.